Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011: the patient underwent surgery involving c1-c2 using rhbmp-2/acs. It was reported that in the surgery dated (B)(6) 2011, during the implantation of cervical pedicle screws, the surgeon struck an artery which caused the patient to have a stroke (brain bleed). Since this surgery, the patient suffered inter-alia, memory loss, extreme headaches, blackouts, paralysis and numbness in his hands, fingers and arms.